Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to a broken solder connection on the t2 transformer pin 2 on the defibrillator pca. The monitor was displaying a red service code 203. The root cause for the broken solder connection could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.